Event description:
Litigation papers allege: in (B)(6) 2010, patient was implanted with a depuy asr hip implant on her left side. Following her left hip surgery, patient suffered from discomfort, instability and clicking in her hip. Her symptoms continue to worsen and she is a likely candidate for revision surgery to remove her asr hip implant device and replace it with a new hip implant system by (B)(6), 2010. ***update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to pain. It was noted that there was fibrous ingrowth.

Event description:
Litigation papers allege: in (B)(6) 2010, patient was implanted with a depuy asr hip implant on her left side. Following her left hip surgery, patient suffered from discomfort, instability and clicking in her hip. Her symptoms continue to worsen and she is a likely candidate for revision surgery to remove her asr hip implant device and replace it with a new hip implant system by (B)(6) 2010. Update: (B)(4) 2011 - the sales rep has reported the revision surgery. Patient was revised due to pain. It was noted that there was fibrous ingrowth. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, implant date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: in (B)(6) 2010, patient was implanted with a depuy asr hip implant on her left side. Following her left hip surgery, patient suffered from discomfort, instability and clicking in her hip. Her symptoms continue to worsen and she is a likely candidate for revision surgery to remove her asr hip implant device and replace it with a new hip implant system by (B)(6) 2010.